Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult or delayed positioning (difficulty grasping) appears to be related to patient morphology/pathology. A cause for the reported clip opened while locked (unintended movement) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The steerable guide catheter (sgc) was inserted and mitraclip delivery system (cds) was advanced. Grasping was difficult due to large coaptation gap. The leaflets were eventually grasped, and the clip was deployed, mr was reduced to 2. After clip deployment, the clip opened to 30 degrees and mr increased to 3; however, the clip remained secure on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.